Manufacturer narrative:
Pump received with critical pump error open book image and unable to download due to moisture damage on the electronic assembly. Unit was received with corroded battery tube and moisture damage motor assembly. Device had cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd windows.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 15 mmol/l. The customer stated that the alarm occurred after swimming. The customer mentioned a crack on the housing at the battery compartment. The insulin pump was returned for analysis.